Event description:
Customer reported he changed an insulin cartridge "earlier in the day". He stated he had not heard an alarm indicating low insulin volume that was noted in alarm history review. When he changed the cartridge, he noted "insulin that could be poured out of pump when inverted." He had went to bed the night before with 19 units of insulin, this morning there were 5 units of insulin remaining and he stated there as no alert from the device indicating the cartridge had depleted insulin. He discontinued the use of the insulin pump and self administered manual/traditional insulin injection instead and called for assistance with the device. A review of the alarm history indicated a "w1" alarm at 8:44 pm the prior evening; the customer stated he did not see or hear an alarm. The review noted the alarm "cartridge empty" was not listed on the device during the period of concern. The alleged product was requested for evaluation and replacement product was mailed.